Event description:
The respiratory therapist was bagging a patient with a 2 liter non-self inflatable bag and pressure was lost. The bag was immediately removed and the patient was placed back on the vent. It was then noticed there was a tear in the bag.what was the original intended procedure?na.